Manufacturer narrative:
The event occurred at national cerebral & cardiovascular center in (B)(6).(B)(4). Approximate age of device ¿ 10 months. A correlation between the device and the reported event could not be conclusively determined. Stroke and neurologic dysfunction is listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient had an embolism in the right hemisphere. The details of the clinical condition included cerebral apoplexy (aphasia). The cause of the event was unclear. No further information was provided.